Manufacturer narrative:
Additional information regarding the procedure was received on 19 jun 2014 stating that two pipelines (2.50mm x 18mm and 4mm x 25mm) were used; however, it was not specified which device had the malfunction.the devices involved in the event are as follows:model#: fa-77250-18 / lot#: not reported / dom: n/a / exp: n/a.model#: fa-71400-25 / lot#: not reported / dom: n/a / exp: n/a.(B)(4).

Manufacturer narrative:
The pipeline will not be returned for evaluation as it remained in the patient. The pushwire will not be returned for evaluation as there is no other information available regarding the procedure mentioned. (B)(4).

Event description:
During a follow-up on a different customer experience report, the physician informed the sales representative of a pipeline incident that happened to another physician. It was reported the proximal end of the pipeline could not be opened. The pipeline was left inside the patient with the proximal half of it closed and the vessel was sacrificed. No further information was provided.

Manufacturer narrative:
Received additional information on 19 jun 2014 stating that the patient is alive. (B)(4).